Event description:
It was reported by the patient that the carelink monitor does not react at all when the "start" button is pushed. A new power cord was sent but there was no change with the monitor. The monitor is being replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: a correction to model number was made to reflect correct model as 2490c8.

Event description:
It was reported by the patient that the carelink monitor does not react at all when the "start" button is pushed. A new power cord was sent but there was no change with the monitor. The monitor is being replaced. No patient complications have been reported as a result of this event.